Manufacturer narrative:
(B)(4). The external visual inspection revealed scratches on the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The patient is reportedly experiencing poor performance. Revision surgery is scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.this report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.